Event description:
It was reported that the pump is alarming no disposable. Instructed caller to hit start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Instructed caller to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm. Powered pump off and removed cassette, gentle tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on, and pump continued to alarm. Repeated steps for a third time and pump continues to alarm with no disposable. Powered pump off and tubing clamped. Advised caller to call clinic for further instructions. No further questions at this time. Caller verbalized understanding. No patient harm. No additional information available